Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of evaluation of omsc, it was confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that a probe of a device was cracked since a user output the device contacting with something hard and the probe was broken when the probe received a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken when the user cleaned the probe outside the patient. The fragment of the probe fell off outside the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.